Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the endoprosthesis was deployed and touch-up ballooning was performed, intra-procedural angiography showed a proximal type I endoleak and a type ii endoleak (origin unknown). Touch-up ballooning was performed again, however, the endoleaks remained. The physician elected not to perform any further efforts to treat the endoleaks, and the procedure was concluded. The patient tolerated the procedure. No aneurysm enlargement was observed during first year after the initial procedure. After that, it was reported that the aneurysm started to enlarge (amount unknown). On an unknown date, no endoleak was identified on computed tomography angiography. However, it seemed that there was a possible endoleak around the flow divider on ultrasonography. The physician elected to perform a reintervention. On (B)(6) 2017, reintervention was performed. However, intra-procedural angiography could not identify an endoleak. However, a contralateral leg component was additionally implanted inside the previously implanted contralateral leg component to repair the possible endoleak. The procedure was concluded, and the patient tolerated the procedure.